Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer stated that the top part of reservoir lip ring had gone of insulin pump. The customer stated that the insulin pump had no delivery alarm. Customer stated that battery life was few days shorter. Customer was offered to troubleshooting issues and send a cot insulin pump. The device will not be returned for analysis.